Manufacturer narrative:
Additional information: one probe sample was returned for evaluation. The final product lot was identified. A device history record review for the lot was conducted. The product was released based on the product¿s acceptance criteria. No additional investigation is required based on device history record review. The sample was visually inspected and deemed nonconforming. The cutter is in a closed position. Actuation testing was performed and deemed nonconforming. Cut testing was performed and deemed conforming. The probe was disassembled and the components inspected. There is approximately 10 minutes of usage wear on the inner cutter when compared to the cutter wear visual standards. An actuation test was performed and deemed conforming. The initial test was deemed nonconforming. A retest showed the cutter was able to actuate to its specification. An initial actuation test failure occurs sometimes due to material causing the cutter to become stuck after its surgical use. Additional testing will dislodged the material and the probe will then work properly. This test is then considered conforming. The inner cutter is detached out of the coupling. The complaint evaluation does confirm the probe had a quality issue which resulted in the probe not being able to function after approximately 10 minutes of use of the probe. The root cause for the poor probe performance was due to the separation of components, which caused the cutter to move and remain within the port. The adhesive bond failed between the inner cutter and the coupling. An internal investigation has been opened to address reports of a similar nature. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that actuation of the probe failed during a surgery. It is unknown if the probe was aspirating at the time of the event. The surgery was completed after replacing the product without harm to the patient. Additional information and product sample were requested for this event.